Manufacturer narrative:
The following sections were updated/corrected/added: b3 (corrected date of the event), b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient pre-existing patient factors likely contributed to the event. The information received suggested the event was related with the tricuspid leaflet tissue quality. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, the single leaflet device attachment occurred approximately 2 months after the procedure leading to a severe tricuspid regurgitation.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from united kingdom, edwards received notification of a pascal precision procedure in tricuspid position. Ten (10) months post-procedure, the patient underwent reintervention due to a single leaflet device attachment (slda) of the second device implanted. During the index procedure, two pascal devices were implanted in anterior-septal (a-s) position with a 2-8 orientation. The initial tricuspid regurgitation (tr) before the index procedure was severe (4+), and it was reduced to mild (1+). Ten (10) months post-procedure, the patient underwent reintervention due to detachment of the second device from the posterior leaflet. One pascal ace device was implanted in anterior-posterior (a-p) position with a 12-6 orientation resulting in a tr reduction from severe (3+) to mild (1+) tr. As per medical opinion, the cause of the slda may be related to leaflet quality.